Manufacturer narrative:
(B)(4). Eval conclusion: an investigation of the root causes of lens tears similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The rptr stated the aq2010v three piece silicone lens started to crack as it was inserted into the eyes. The lens was removed without widening the incision and there was no pt injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed piece of the optic were torn off and missing and there was a clear surgical residue on the lens. (B)(4).